Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Surgeon removed broken 5.0mm cannulated locking screws along with an intact 8-hole 4.5mm left locking condylar plate, one 7.3mm cannulated conical screw, four 5.0mm cannulated locking screws and three 4.5mm cortex screws. The explanting surgeon revised the pt with new plate and screws (the same as the ones removed). He shifted the plate down and was able to achieve better reduction. The broken screws were discarded after the procedure. This report is #2 of 2 for the same event.